Event description:
It was reported by the pt that the generator was disabled after a visit to mystery spot in (B) (6). The pt was provided a list of physician's to see in the area; however, no response has been received from the pt on whether or not any appointments have been made. Good faith attempts to obtain additional info have been unsuccessful as it is unk who the pt will see to have the device checked.

Event description:
Review of the patient's programming history found that the patient's device was interrogated throughout the year 2009 and never found to be disabled. Therefore, it appears there was no spontaneous change in settings or disablement as the patient's initial report suggested.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr), corrected data: follow-up report #1 inadvertently listed the incorrect year. The year should have been 2013 and it was written as 2103.